Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced epoxy in the needle cannula, and foreign matter in the device cannula. The following information was provided by the initial reporter: we have a partial box of faulty vaccine administration syringes (bent needles and black residue on the needle). We quarantined the box as soon as we realized one of the syringes was faulty. The syringe I have has white residue on it but others had black residue and bent needles. Defects noted before drawing up.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced epoxy in the needle cannula, and foreign matter in the device cannula. The following information was provided by the initial reporter: we have a partial box of faulty vaccine administration syringes (bent needles and black residue on the needle). We quarantined the box as soon as we realized one of the syringes was faulty. The syringe I have has white residue on it but others had black residue and bent needles. Defects noted before drawing up.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-10-21. Investigation summary: a device history record review was completed for provided lot number: 2012410. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned. The picture shows a syringe with epoxy on the metal cannula component. Epoxy is the adhesive used to join the cannula to the syringe. Thirty physical samples of the same lot number were also returned. The samples were examined, but no issues were detected. It has been determined that the observed issue most likely occurred due to a temporary stoppage or malfunction in the epoxy dosage machine. As a consequence, a higher amount of epoxy was added and dropped onto the affected cannula. Regarding the reported issues of black foreign matter and skewed scale markings, with the information and samples provided, we are unable to identify a cause for these issues.